Event description:
It was reported, the pt's scs lead replacement procedure (reference MFR report: 1627487-2014-03046) was abandoned and his scs system was explanted due to intra-operative ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.